Event description:
Revision surgery - the pt had a djo reverse stem with 6mm adapter and turon head. The glenoid bone stock was deemed sufficient and was converted to be standard reverse. (See (B)(6)).

Manufacturer narrative:
The reason for this revision surgery was identified as poor fixation after 1.3 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 506-06-000) that needed to be reworked due to a laser marking error. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the patients poor fixation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Device left in patient.

Event description:
Third revision surgery - the patient had a djo reverse stem with 6mm adapter and turon head. The glenoid bone stock was deemed sufficient and was converted to a standard reverse. (See (B)(4)).